Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, pain, swelling, inflammation, mobility, 80% bone loss, alveolar atrophy. (All mild & localized).